Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. Before use on the patient, it was reported that the surface and texture of the suture is rough. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, did the needle separated from the suture during the procedure as a result of strands had too rough of a suture surface / texture,? Or were the surface related issue was felt during use on the patient? Did the event occur during one or multiple patient procedures? What is the total number of procedures? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Device return status? Photo analysis: this is an analysis of two photos submitted to ethicon for evaluation. During the visual analysis the following was observed: both photos show a paper lid and a winding former, eight-strand product code vcp772d, was observed. In addition, three detached needles and the strands are missing from slot #1, #2, and #3.based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/3/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: one top foil, three used needles and five needle-suture in a winding former of product code vcp772d were returned to ethicon for analysis. The product code is multi-strand and required eight strands per packet. Visual inspection was performed on the retuned device. Upon visual inspection of the open sample, the swage and attachment area were noted to be as expected in all needles; no issues related to pull off - suture needle were found. The sutures were examined and were observed wavy suture which exhibits a zig-zag condition. Based on the information currently available, wavy suture was identified in five sutures during the visual inspection of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: five unopened sample of product code vcp772d were returned to ethicon for analysis. The product code is multi-strand and required eight strands per packet. As total forty needle-suture were received for analysis. Visual inspection was performed on the retuned devices. In order to evaluate the condition of the returned samples, the packet was opened, the swage and attachment area were noted to be as expected; no issues related to pull off - suture needle were found. In addition, eight sutures were examined, and wavy strands was observed which exhibits a zig-zag condition. Another sutures no anomalies were found. Based on the information currently available, wavy suture was identified in two samples during the visual inspection of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.